Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The closure device was partially recaptured twice to achieve release in an optimal position. After initial deployment a pericardial effusion was observed. The patient became hypotensive and tachycardic. A pericardiocentesis was performed and approximately 1l of blood was removed then filtered and reintroduced into the patient. 30 minutes post aspiration, no additional blood was available to be removed and the patient stabilized. The laa closure was completed successfully and the patient fully recovered.

Manufacturer narrative:
Device analysis: the returned device consisted of a 31mm watchman flx delivery system (wds) without the closure device. The hub, shaft, tip, and core wire were visually, tactilely, and microscopically inspected. The tri cuts of the tip were flared and abrasions on the inside of the sheath tip were present. Numerous kinks were noted in the sheath. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The closure device was partially recaptured twice to achieve release in an optimal position. After initial deployment a pericardial effusion was observed. The patient became hypotensive and tachycardic. A pericardiocentesis was performed and approximately 1l of blood was removed then filtered and reintroduced into the patient. 30 minutes post aspiration, no additional blood was available to be removed and the patient stabilized. The laa closure was completed successfully and the patient fully recovered.